Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During fitting on (B)(6) 2025 it was possible to improve the user's satisfaction but hearing performance is still limited.

Event description:
During fitting on (B)(6) 2025 it was possible to improve the user's satisfaction but hearing performance is still limited. The user has been reimplanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted, except for one short circuit which was present whilst implanted, based on the received in situ measurements. However, the cause for this short circuit could not be determined due to the device's received condition i.e. Mechanical damages attributable to the removal surgery. As per information received, there was a pre-existing ossification, which might have caused the reported hearing performance issues and additionally one electrode channel was found outside of cochlea at the time of explantation. This is a final report.